Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced leakage. The following information was provided by the initial reporter: on the morning of (B)(6) 2021, the patient came to hospital for a CT examination due to lumbar discomfort. The nurse began to examine the patient after the normal needle test. At 9 am, the technician found that the pressure on the display screen decreased, and at the same time, the patient said that the liquid was leaked, so the examination was immediately stopped and the catheter tube was found to be ruptured.

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 0063903. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately, a sample could not be obtained for evaluation and testing. Check the retained sample from the complained batch and there is no abnormality. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h10.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced leakage. The following information was provided by the initial reporter: on the morning of (B)(6) 2021, the patient came to hospital for a CT examination due to lumbar discomfort. The nurse began to examine the patient after the normal needle test. At 9 am, the technician found that the pressure on the display screen decreased, and at the same time, the patient said that the liquid was leaked, so the examination was immediately stopped and the catheter tube was found to be ruptured.